Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had an ins revision yesterday, (B)(6) 2021. They stated after the surgery, they noticed the message "internal device has lost all data." The meaning of the alert was reviewed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
See MFR. Report number: 3004209178-2021-17093 for report of referenced revision. If information is provided in the future, a supplemental report will be issued.